Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected battery alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the insulin pump had unresponsive keypad. The customer tried to deliver a bolus and the numbers started ramping up on their own. She changed the batteries and received some kind of a battery alarm. She changed the batteries again and the device stopped responding. The customer did not know their blood glucose. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.